Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 324 which was not reproduced. The system error 324 was confirmed during a review of the event history log. The cause was determined to be dried fluid in the keyhole. The keyhole assembly was replaced to correct the condition.

Event description:
It was reported that a spectrum pump displayed system error 324 during therapy (medication, programmed amount and delivery rate unknown) in the surgical care area. It was also reported there was no patient injury and the device was removed from service. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.